Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.